Event description:
Customer reported no delivery and battery out limit alarms in his alarm history. The customer's blood glucose was 357 mg/dl. Customer declined to troubleshoot for the no delivery alarm. No additional info provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic (B)(4).